Event description:
It was reported that the customer's blood glucose (bg) level "crashed" and they were "unresponsive"; cause was not known and bg value was not provided. Reportedly, customer was admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.